Event description:
Customer reported the sensor is not sticking. Troubleshooting was performed. Customer's blood glucose level was 210. Customer does not prep; use soap, lotions or perspire heavily, advised to use alcohol pad. One sensor came off on day before end day and another one day after insertion. Customer was advised sensor can become damaged if customer uses anything other than alcohol to prep. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.